Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 590 mg/dl at the time of the incident. The customer was doing peritoneal dialysis and was not sure if that was causing the blood glucose to rise. The customer did not allow insulin to warm up prior to filling. The customer was instructed with the proper filling practices. The product will not be returned for analysis.